Manufacturer narrative:
Findings: no button error alarm noted. Unresponsive act button due to corroded keypad trace. Unable to test for excessive no delivery alarm due to unresponsive button. Unit had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube and stained end cap sticker.(B)(4)

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.